Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg is inoperable and does not communicate with the charger or programmer. Surgical intervention is pending to address the issue.